Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of cysplatine, for a duration of 1 hour and 30 minutes, and the delivery was started. No further programming parameters were provided. After 2 hours, the customer contact reported the delivery was complete, instead of the expected duration of 1 hour and 30 minutes. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(4) 2013 between 1255 and 1256, line a was programmed to deliver at a rate of 170ml/hr, with a vtbi (volume to be infuse) of 255ml, for a duration of 1 hour and 30 minutes, and the delivery was started twice. At 1319, line a was delayed, line b was programmed at a rate of 286ml/hr, with a vtbi of 500ml, for a duration of 1 hour and 45 minutes, and the delivery was started. At 1503, line b was complete and line a resumed delivery. At 1550, line a delayed, line b was programmed at a rate of 286ml/hr, with a vtbi of 25ml, for a duration of 5 minutes, and the delivery was started. At 1551, line a was reprogrammed at a rate of 250ml/hr, with a vtbi of 55.6ml, for a duration of 13 minutes, and the delivery was restarted. At 1555, line b was complete and line a resumed delivery. At 1606, line a was reprogrammed at a rate of 350ml/hr, with a vtbi of 11.6ml, for a duration of 1 minute, and the delivery was restarted. At 1608, line a alarmed n161 (line a vtbi complete). A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.